Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one IV bag assembled with a spike connector was provided to our quality team for evaluation. Functional testing was performed and a leakage between the spike and IV bag was observed. Further evaluation identified the stopper of the IV bag was cracked. All products undergo visual and functional inspections throughout the manufacturing process to ensure device quality and performance, including verification that all critical dimensions meet specification. A device history review was conducted for lot 2506602, and no deviations or nonconformances related to the reported concern were identified. All records confirmed the product met specifications, with no issues noted.. Bd has reviewed this report and identified a potential trend related to this concern. While we have confirmed that our product is manufactured to approved specifications, a project has been initiated to further investigate and address this matter. Complaints received for these devices and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Event details: after preparing the chemotherapy drug, when attempting to administer it in the chemotherapy room, the drug leaked from near the spike. A connecting tube was attached to another bag of intravenous fluid, and the drug was administered from that bag. The preparation process was the same as usual, and there were no abnormalities during the preparation. The saline solution used was fuso 250ml. When connecting the plastic needle of the connecting tube in order to transfer from the relevant infusion bag to another infusion bag, access to the rubber stopper failed once, and the connecting tube was successfully connected after the second access. Therefore, there are two puncture holes in the rubber stopper of the relevant infusion bag other than the spike that is stuck in it, but they are irrelevant because they were made after this event. Drug leakage.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.